Manufacturer narrative:
Date of event is estimated additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , lot: a000149917 it was reported to abbott, a patient underwent a lead revision to address ineffective stimulation. The octrode lead was replaced with a model 3292 lead. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. Surgical intervention was undertaken wherein the lead was explanted and replaced. The investigation was unable to determine the lead that was associated with the issue.